Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the obturator found obturator was broken. The wedge tip of the obturater was broken and the proximal hanle showed breakage and marks.

Event description:
The doctor called the manufacturer's representative (rep) about this issue and told the rep the patient was an obese african-american patient, but did not provide the rep with the name or device serial numbers. The rep did not know what therapy, but possibly deep brain stimulation (dbs). The rep added that the doctor felt this was a design flaw in that particular product. It was a shunt he was using, and he thought it was too flimsy. A c-arm was brought in to x-ray for the plastic tip but was not successful. The doctor then made several small incisions in the neck, probed with fingers/instrument until finally located the broken plastic tip of the inner cannula to the tunneling tool. The doctor wanted the manufacturer to assess the plastic tips and make sure they could withstand the load placed during procedures. The rep said that he would be seeing the doctor and would get the patient and product information. The rep did not know if the device had been returned yet. Later, the rep noted having the device with him, and was attempting to send it back for analysis. The rep believed that the patient was doing well.

Event description:
It was reported that the doctor used a neuromodulation tunneling tool for a peritoneal catheter in a ventriculoperitoneal (vp) shunt case. During tunneling, the plastic tip broke off, and became lodged in the subcutaneous layer of skin around the neck region. The doctor used the neuromodulation tunneling tool rather than the standard vp shunt passer, because he felt it was ¿stronger¿ and more ¿ridged¿ than the standard vp shunt passer. The event occurred late on (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.